Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. The rv lead impedances were greater than 3000 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.